Event description:
It was reported that the patient fell and hit their head and therefore they went to the hospital. As the patient was leaving the hospital they had a seizure and therefore was taken in again. The patient has since been discharged and the neurologist is now working on bringing the patient back in to check the vns and determine what changes were made. It was later reported that the patient's battery is getting low and the doctor wants to make sure it is not at end-of-service additional relevant information has not been received to-date.